Event description:
Two patient samples with discrepant calcium result. Initial result gave 11. 1 mg/dl; sample repeated twice - same day gave 10.2 mg/dl, next day gave 10.8 mg/dl. Initial results were reported. Although the exact root cause was not determined the field service representative decontaminated unit, adjusted rinse mechanism and replaced gear pump head, probe and sampling syringe. Performance tests were performed and within specification.

Event description:
Two patient samples with discrepant calcium result. Initial result gave 11.4 mg/dl; sample repeated twice - same day gave 10.2 mg/dl. Initial results gave 11.4 mg/dl; sample repeated twice - same day gave 10./3 mg/dl, and next day gave 10/9 mg/dl. Initial results were not reported. Although the exact root cause was not determined the field service representative decontaminated unit, adjusted rinse mechanism and replaced gear pump head, probe and sampling syringe. Performance tests were performed and within specification.